Event description:
The device was returned for a pneumatic valve leak failure. Device logs were pulled and show a negative tank leak resulting in a valve 6 leak failure. After the device had powered on and a cassette was inserted, a cassette load error would occur. Device was opened to inspect for damage. The wifi antenna near the vr assembly is loose and will need to be re-seated. The upper loading pin on the right side of the device was not moving smoothly. It was found that the brass pin on the fva assembly was not fully seated and causing friction on the loading pin, causing it to not be fully seated when the lever arm and cassette were locked in. The brass pin was then fully seated and the device was put back together. Device was able to successfully perform mock infusion testing and no tubing set error occurred. Because the valve 6 leak error is present in the log file, the valves will need to be replaced.

Event description:
The following has been reported: biomed reported: pump error. A preliminary review identified the following issue: pneumatic valve leak failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.